Manufacturer narrative:
Product reference 4430433 is not cleared for sales in the USA, but it is similar to the product reference 5433750 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with the specifications and no abnormality was detected during production. No other complaint has been reported on the access port batch since (B)(6) 2019. Investigation: despite several requests, either the involved device nor the x-ray pictures were returned for analysis. We have tested a sample from the same batch retained in our stock. Measurements of the retained sample: the measures taken on the catheter, the connection ring and the access port are compliant with the specifications. Tensile strength test: a tensile strength test was performed on the catheter of the retained sample. The result is superior to our requirement which is those of the iso 10555-1 standard. Disconnection test: a disconnection test was performed on the device once the catheter was mounted on the access port thanks to the connection ring. The result is superior to our requirement which is those of the iso 10555-1 standard. Conclusion: without the device nor the x-ray pictures for evaluation, no conclusion can be drawn concerning the exact root cause of the catheter migration. However as the retained sample from the same batch is compliant to our specifications and as the failure occured less than two months after the implantation, it seems probable that the incident is ude to incorrect handling during the implantation procedure. No corrective action is envisaged.

Event description:
Migration of the catheter into the heart. Implantation of the access port on (B)(6) 2019.